Manufacturer narrative:
Based on the claim against the product by the customer noting a grip closure issue, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large clip applier was analyzed, and the reported issue could not be replicated. Functional testing of the device in an attempt to replicate the report complaint was not possible due to the returned condition of the device. The instrument was returned with a broken input disk and fails engagement during in-house testing. No grip misalignment was observed. The instrument failed mechanical engagement when placed in the system, error code 22020. Instrument inputs failed to engage with the sterile adapter in multiple attempts. The instrument was found to have an input disk broken. Input disk #7 was found completely detached from the base of the housing. Hairline cracks were found on grip input shafts. The complaint was not confirmed by failure analysis, which indicates that the device did not contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted prostatectomy-simple surgical procedure, the surgeon couldn't close the jaw of the large hem-o-lok clip applier instrument. The procedure was completed as planned with no reported injury using a backup instrument. Isi followed up with the initial reporter and obtained the following additional information: the surgeon informed intuitive surgical, inc. (Isi) clinical sales representative (csr) that they did not clip with the instrument. There was some element in the instrument that did not let the surgeon close the jaw for clipping. The instrument was inspected prior to use and there was not any damage or anything out of the ordinary. The incident with the large hem-o-lok clip applier occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The wick clips were used with the large hem-o-lok clip applier instrument and the large size clip was used by the surgeon on the vessel or structure. It was the first attempt the subject large hem-o-lok clip applier had been used during the case when the incident occurred.